Event description:
Pt complained of pain three mos after an implantation of a lcp plate. A post-op x-ray showed a non-union and a broken plate. Surgeon revised the shorter proximal femoral plate.

Manufacturer narrative:
This info was not provided during the initial report. Add'l info has been requested. Synthes is unable to determine the MFR or the MFR date without a lot number. No investigation could be performed, no conclusion drawn, as no device was returned.